Manufacturer narrative:
Other applicable components are explanted: product type lead product ID 3387s-40 lot# va1fjd7. Product type lead .a good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturing representative about a patient with an implantable neurostimulator (ins) for unknown symptoms. It was reported that the patient was being implanted with two leads of the same model and lot when they were both found to have low out of range impedances of around 30ohms. The patient¿s implanting surgeon instead decided to use different leads, one of the same model and another lead of a different model. The new leads resolved the issue. The manufacturing representative indicated that the leads will be returned for analysis. There were no symptoms reported. No complications or further complications were reported.

Manufacturer narrative:
Analysis of the leads, lot #s va1fjd7, confirmed the allegation. It was found that the stimulation lead body outer insulation was damaged at the depth stop site. Analysis of the stylet accessories, unknown serial #s, confirmed the allegation. It was found that the stimulation stylet wire parylene coating was damaged at the depth stop site. Based on the analysis findings it can be concluded that the damage and issues were due to user error and over tightening of the depth stop which compromised the implantable components. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.